Manufacturer narrative:
It is not known at this time if the device will be returned for investigation.

Event description:
It was reported that the scrub tech said it was difficult to slide the targeter sleeve on the targeter. Upon inspection, the targeter has a horizontal crack just above where handle slips on. Handle is difficult to slip on. Case finished without incident.

Event description:
It was reported that the scrub tech said it was difficult to slide the targeter sleeve on the targeter. Upon inspection , the targeter has a horizontal crack just above where handle slips on. Handle is difficult to slip on. Case finished without incident.

Manufacturer narrative:
Evaluation summary: evaluation revealed the target device returned as primary product. Appearance of item and inspection records identified the target device returned being of old design version. Deviations in the inspection documents were not found. A check of the function on 100% of the devices (sub-supplier) and additional in-house spot check of the lot in question revealed function was given in full on the devices at the stage of delivery. Regarding pin motion at the target device: the positioning pin of the targeting arm had moved which reduced the play between targeting arm and targeting sleeve. Consequently, the intended function between sleeve and arm was very slightly impaired. These assembly difficulties are always noticeable during checking of the instruments prior surgery which is required by IFU. This issue has already been solved by design change based on ecn (B)(4). Effectiveness was verified in lab-test (B)(4). Functional test revealed no real deviation although the target device was damaged. The function of the target device returned was still given. Although a real root cause could not be determined the alleged event is most likely caused due to a sub-optimal intra-operative procedure. The found crack in the target device was most likely due to internal material stresses enforced by multiple sterilization procedures and cleaning cycles over the years of use. Regarding cleanability (ref to clinical statement, dr. (B)(6), (B)(4)): ¿conclusion: it is possible that a fissure in the target device will be entered by body fluids (e.g. Blood, fat, bone marrow). The fissure gap is hardly to clean with established methods. But, due to the good heat conductivity of cfc it is granted that all cells in the fissure gap are completely denatured and inactivated. Therefore, the risk of infection or of any immunologic reaction is not increased even if the fissure gap is filled with encrusted body fluids from former surgical procedures. What is crucial is that the sterilization process is sufficient. Nevertheless, a targeting device with fissures should be replaced immediately due to its reduced mechanical features possibly causing a misdrill due to buckling of the device.¿ internal lab test report (B)(4) revealed that deviation due to cracks does not lead to increased damages at the nail. This indicates that the interlaminar cracks do not influence the targeting performance critically. Referring to compiled hat (B)(4), it was concluded that no action in the market should be performed. Deviation report (B)(4) was already issued for root cause investigation regarding cracks resp. Delamination. With engineering change notice ecn (B)(4) the material of the cfr-arm has already been changed in order to improve stiffness and resistance against cracking. Lab test (B)(4) had verified the suitability of the new material. The brochure instructions for cleaning, sterilization, inspection and maintenance ((B)(4)) shows several examples of damages and recommends removing of such damaged products.